Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged two weeks post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported. A new lead was successfully implanted and this lead has not been returned. Should this lead be returned for analysis or should more information become available to our company, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.